Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what tissue was being approximated or sutured when it broke? What was used to complete the procedure? Procedure name and date? Event date? Case was fem tib bypass , same suture w/ different lot # events reported via: 2210968-2022-01611, 2210968-2022-01613, 2210968-2022-01614 and 2210968-2022-01616.

Event description:
It was reported that a patient underwent a femoral tibial bypass procedure on an unknown date and suture was used. During the procedure, the suture broke with little tension. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/8/2022. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: 2210968-2022-01611, 2210968-2022-01613, 2210968-2022-01614 and 2210968-2022-01616.